Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.

Event description:
An initial event notification was received by sequel med tech, llc, on 31-mar-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported changing the cleo 90 infusion set and twiist cassette at approximately 6:00 am and administering a correction bolus via the twiist pump. Despite the bolus, the user received multiple glucose alerts throughout the morning. At 2:00 pm, the user woke with persistent hyperglycemia, administered a subcutaneous (sq) insulin injection, and detected large ketones. The user sought treatment at a local emergency room, where they were monitored for three hours. Although blood work was reportedly normal and they were discharged with a glucose value of 220 mg/dl, their glucose increased to 379 mg/dl after returning home. The user administered an additional sq injection per their healthcare provider's written protocol to resolve the event. The user remains ongoing on their twiist pump.